Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed alignments on pipettor #1 and all verification testing passed within published performance specifications. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's unicel dxi 800 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient's sample on the same unicel dxi 800 access immunoassay system and obtained lower results within the customer's normal reference range. The customer analyzed the patient's sample again on (B)(6) 2015 on the same unicel dxi 800 access immunoassay system and obtained a result within the normal reference range. The elevated accutni+3 result was released from the laboratory. There was no report of patient injury or change in patient treatment associated with this event. Calibration, qc (quality control), system check were all recovering within expected ranges at the time of the event. The customer performed precision testing on all four (4) of the instrument's pipettors. All testing passed within specifications with the exception of pipettor #1. Pipettor #1 failed to meet specifications for precision. It could not be determined which pipettor produced the non-reproducible access accutni+3 results. The patient's sample was collected in a serum tube with a gel separator. The customer was unable to provide the exact centrifugation speed and time. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.